Event description:
Pt was receiving continuous ng feeding using covidien syringe pump, enteral syringe and 60ml covidien tubing designed for feeding. As pt¿s feeding rate was increased to the 15ml/hr goal, leakage was noted from the distal end of the tubing where the clear plastic tubing is connected to the purple plastic adapter that fits the pt¿s feeding tube. The feeding set was replaced four times with the same problem each time. Finally, the feeding was continued by connecting the pt¿s ng feeding to the enteral syringe on the pump. Not an ideal situation because, the ng feeding tube is short.